Event description:
As reported via legal documentation, on or about (B)(6) 2014, this patient underwent a left total knee arthroplasty due to degenerative arthritis in her left knee. The patient's exactech total knee arthroplasty is failing as a result of the failure of her opetetrak device implant, they will need revision surgery prematurely. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6) 02-010-03-0220 - logic cr femoral cem, left sz 2; (B)(6) 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t; (B)(6) 200-02-32 - three peg patella 32mm; (B)(6) 201-46-10 - holding pin headless 3" (4 pk).

Manufacturer narrative:
H6 health effect - clinical code for pain, health effect - impact code for pain. H6: investigation: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.